Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery that was 80% stenosed. An attempt was made to pre-dilate the lesion with a 3.0 x 15 mm trek balloon dilatation catheter (bdc); however, the device met initial resistance with the anatomy. The device was inflated twice at 12 atmospheres (atms) and the balloon ruptured during the second inflation. Therefore, the bdc was replaced with an unspecified device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.